Manufacturer narrative:
The device was returned to an authorized resmed third party service centre and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery issue. There was no patient harm or serious injury reported as a result of this incident.